Event description:
Out-of-range impedances of 2,390 ohms and 2,585 ohms on unipolar pairs c ,0 and c,3 respectively as well as 4,544 ohms on electrode pair 0,3 were reported. Interrogation reports indicated the battery was at a voltage of 2.99v on (B)(6) 2014 and 2.96v approximately 6 weeks later. It was inquired if this could mean "damage" to the implantable neurostimulator (ins). No further information was provided. Additional follow-up has been requested to provide more details surrounding the event. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the cause of the high impedances was not determined but the patient suffered a 220v electric shock with an autogenous welder. The device subsequently went into por mode. The patient was receiving therapy but the reporter did not know if the system suffered some damage.